Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 640g, insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement. Pump was cut open to perform visual inspection and found no moisture damage on the electrical board a 1 / electrical board a 2 / 40 pin flexible printed circuit/lcd and motor assembly. Successfully downloaded firmware using crest. Pump error 130 alarm confirmed in history file or traces 05/18/2022 11:22:24:000 am due to moisture damage on the force sensor. However, force sensor zero offset within specification 23.2mv. The following were noted during visual inspection broken battery tube threads, fading serial number label and cracked case at battery tube side. The device p-cap / test reservoir locks in place properly. Device was confirmed for pump error 130 alarm due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump error alarm. The customer stated they were able to clear the alarm and complete to rewind the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.